Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a post-reset ram crc alarm (pump error 23). Troubleshooting was performed. The customer reported no adverse event. The event involved product(s) mmt-1880, mmt-332a, mmt-243a. The customer reported an insulin flow blocked alarm. The customer confirmed insulin did not exist during the 5u fill cannula or pump alarm. The customer re-attempted the load reservoir/fill tubing process after a complete set change and insulin did not exit or pump alarmed. The customer reported receiving pump error 23. The customer was able to clear the error and complete the rewind process. The pump was recently stored, without a battery for > 8hrs, or an error occurred immediately after the battery change. No harm requiring medical intervention was reported. Mmt-1880 was requested and the customer response was the device will be returned. The product return status for mmt-332a is unknown. No product return wass required for mmt-243a.

Manufacturer narrative:
Additional information which was received is provided with this report. Unit was received with battery cap and found missing battery cap contact. Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted during testing, and p-cap locks properly into the reservoir compartment. Unit successfully downloaded to thump. Pump was cut to perform visual inspection and found evidence of moisture damage on the pcba 1 and force sensor. Pump error 23 occurred on (B)(6) 2024 11:50 in history file and was expected. Confirmed pump alarmed insulin flow blocked alarm on (B)(6) 2024 17:13 basal, 17:19 basal, 17:21 priming, 17:22 priming, 17:25 priming, 17:38 priming, 17:42 priming, 17:44 priming, 17:46 priming in pump downloaded history. The following were noted during visual inspection: corroded battery tube, battery tube threads cracked, cracked case, scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, battery cap contact missing. No unexpected insulin flow blocked alarms noted during testing. No delivery alarm is not confirmed. Pump error 23 is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Battery cap recall details were added with this report which was not included in the initial report.